Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. (B)(4). The complainant indicated that the device was contaminated and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted during a cyst drainage procedure performed on an unknown date. During the procedure, the second flange did not deploy. There were no patient complications as a result of this event.

Manufacturer narrative:
Blocks b3, b5, e1 (initial reporter first name and last name), h6 (device codes) and h10 have been updated with the additional information received on february 09, 2022. Block h6: medical device problem code a15 captures the reportable event of partially deployed hot axios stent. Medical device problem code a1502 captures the reportable event of stent first flange difficult to position. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was contaminated and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted during a cyst drainage procedure performed on an unknown date. During the procedure, the second flange did not deploy. There were no patient complications as a result of this event. Additional information received on february 09, 2022: it was reported that the second flange could not be deployed and the first flange moved out of its correct position, during the procedure performed on (B)(6) 2021. It was reported that another stent was not used to complete the procedure.